Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.8 cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
The patient reported experiencing elevated blood glucose levels after an unspecified duration of pod wear, with blood glucose reportedly increasing to approximately 555 mg/dl. It was reported that the event occurred approximately one month prior to reporting; however, the specific date of event was not provided. The event date provided in this report is approximate. During the event, the patient described delirium and combative behavior and stated that he felt as though he was dying. He was transported to the hospital where he was admitted and received intravenous therapy until his blood glucose levels stabilized, being discharged the same day. The patient further reported discrepancies between blood glucose readings from the freestyle libre 3+ continuous glucose monitor (cgm) and the omnipod system, describing a difference of approximately 40-45 units, with the omnipod reading higher than the cgm. The patient reported using the freestyle libre 3+ cgm with the omnipod iphone app; however, use of the omnipod 5 dedicated controller is required for integration with the freestyle libre cgm, which may have contributed to the observed discrepancies.